Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not explanted.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (1 year fu). Modest alteration.

Manufacturer narrative:
An event regarding observation of less dense bone on x-ray where the patient is asymptomatic involving a tritanium baseplate was reported. The event was confirmed via x-rays. Method & results: device evaluation and results: not performed as no items were returned; they remain implanted. Medical records received and evaluation:" x-rays confirm an implantation of cementless triathlon cr components with a tritanium baseplate. There is a gap space visible below the entire baseplate immediately postop arthroplasty while at 8-months follow-up radiolucencies are seen below the medial, lateral and posterior baseplate accompanied by loss of bone density in the medial and lateral proximal tibial bone. The arthroplasty has otherwise an adequate alignment with correct positioning of all devices including posterior baseplate slope and posterior femoral condylar offset. We should further note that the loss of bone density developing within the first year post arthroplasty below the baseplate should be considered secondary to this lack of initial bone contact below the baseplate area. If bone is not subject to regular load, it will show gradual bone resorption as a consequence of ¿wolff¿s law of bone remodeling. No revision surgery has been performed or planned thus far, the patient likely remains under close follow-up for development of any clinical symptoms, not reported at this time. It should be noted that the observed gap space below the baseplate section is not really excessive and would not normally cause a major obstruction to bone ingrowth. Most device structures have gap space filling properties ranging from several hundred microns (porous-coatings) to several millimeters (ha/pa-coated surfaces) that would compensate for such bone deficiencies. Diagnosis: an adverse bone ingrowth condition was observed for a tritanium baseplate in part to be attributed to a bone defect condition after suboptimal surgical preparation of the tibial bone although we should also note that tritanium has critical bone ingrowth requirements". Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant indicated:" an adverse bone ingrowth condition was observed for a tritanium baseplate in part to be attributed to a bone defect condition after suboptimal surgical preparation of the tibial bone although we should also note that tritanium has critical bone ingrowth requirements". Further information from the clinician indicated "none of the patients has clinical complaints and with none of them is revision surgery currently under consideration".

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (1 year fu). Modest alteration.